Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Medwatch # (B)(4). Manufacturer's investigation conclusion: evaluation of the returned coring knife, serial number (B)(6) , could not confirm the report of the coring knife being dull and unable to cut the left side of the myocardium. A specific cause for the reported event could not be conclusively determined through this evaluation. The coring knife, serial number (B)(6) , was returned in a plastic bag. The coring knife was in used condition with blood present on its external and internal body as well as the internal and external surfaces of the blade edge. Initial visual inspection of the blade revealed an area of irregularity along the cutting edge. Microscopic inspection of the coring knife was performed, and several areas of rust were observed along the blade edge, consistent with fluid contact during the patient's implant surgery. Additional microscopic inspection revealed that the blade edge had multiple imperfections, consisting of small voids. These imperfections appeared to have the potential to contribute to the reported cutting issue. A cut test was performed with the returned coring knife and a foam mat. The knife slightly torqued the foam mat but was able to fully cut through the material. It should be noted that a control coring knife, used for comparison, was able to cut through the same mat without issue. The coring knife was forwarded to pleasanton for additional testing. A cut test was performed on plastic and the knife cut well and sharp, with a smooth feeling cut. Additional cut tests were performed on a pig heart and foam mat and the knife cut well and sharp, but felt less smooth than typically expected. Review of manufacturing documentation found no deviations from manufacturing or quality specifications. In addition, a corrective action was opened to further investigate issues related to the coring knife not being able to cut. The relevant sections of the device history records were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C, is currently available. Section 1, "introduction," lists the apical coring knife as an optional component for device implantation. Section 5, ¿surgical procedures,¿ provides information on preparing and handling the coring knife. This section also states that during the implant process, a complete backup system (implant kit and external components) must be available on-site and in close proximity for use in an emergency. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the surgical staff stated that the coring knife was not able to cut the myocardium on the left side of the knife. The team stopped using the coring knife and proceeded to finish the core with a scalpel and scissors. There were no patient consequences or a delay in surgery as a result of the event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.